Manufacturer narrative:
(B)(4). The pt was born in (B)(6), the month and day is unk. Device evaluated by MFR-investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the distal edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment.

Event description:
It was reported that during pulmonary vein isolation, irrigation liquid leaked out of the catheter shaft. One hour after the ablation procedure started, the physician noticed a higher temp at the catheter tip and energy was reduced and it was noticed that irrigation liquid was leaking out of the catheter shaft. The catheter was removed and a new one was used to complete the procedure. There were no consequences to the pt.